Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to an unspecified product performance issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.